Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: how was the procedure completed? How many minutes was the procedure delayed? Lot number? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2020 and the suture was used. During surgery, the suture was detached from the needle easily. It was a control release needle. There were no adverse patient consequences reported.